Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) contacted lifescan (lfs) alleging that his onetouch verio iq meter is displaying an unknown error message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 sometime between 5-6pm. The patient reportedly manages his diabetes with insulin (self adjuster); however, the patient denied taking any action in response to the reported meter issue. As a result of the reported meter issue, the patient claimed he developed (at an unspecified date/time later) symptoms of dizziness and weakness. The patient, however, denied receiving medical intervention/treatment after the reported meter issue occurred. At the time of troubleshooting, the csr noted the patient did not have any testing strips available; the patient reportedly used all the test strips (in the lot number in question). The alleged issue remains unresolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's reported symptoms of dizziness and weakness do not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): correction: manufacturer name, should be lifescan (B)(4). (B)(4).